Event description:
It was reported that a physician performed a myosure procedure for uterine tissue removal on (B)(6) 2014. The physician began resection and after "a few moments heard a grinding sound and noted silver shards within the cavity. He removed the thread-like metal material and attempted to continue resection with another myosure device but was unable to make any progress". The procedure was aborted. There were "no foreign bodies remaining in the cavity". The patient was discharged home and is currently scheduled for a hysterectomy.

Manufacturer narrative:
Concomitant products: serial number of the myosure control unit and hysteroscope not provided by the complainant. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).